Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second report of two involving the same patient and surgeon and another a1059. Cross reference with MFR. Number 3004608878-2014-00072 (B)(4). Another mayfield skull clamp (a1059), was applied in the same fashion using 60 pounds of pressure used to secure the device. The surgeon placed the pins for the second clamp in a different position than the previous pin sites. Once the patient was flipped for positioning the clamp slipped once again. After the second laceration occurred the surgery was canceled. The laceration was closed with staples and the patient is recovering from the wound. Integra (a1072) adult, disposable skull pins were also used for this procedure. No stereo device was used during this procedure.